Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 1393 file number 26, due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. Customer's blood glucose level was high and it was 366 mg/dl and they treated it with insulin pump. Troubleshooting was not performing as an insulin pump was not operable. The customer was advised to revert back up plan per healthcare professional's. Insulin pump will not be returned for analysis.